Event description:
The customer reported that the device did not pass the self test.

Manufacturer narrative:
(B)(4). The customer reported that the device did not pass the self test. The test load and pads cable connection was worn resulting in an intermittent connection. Both the test load and pads cable were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.